Event description:
The company was informed that the patient experienced an ear infection in the implanted ear. The patient was treated. Advanced bionics is in the process of gathering more information and will submit a supplemental report once new information is obtained.